Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional vessel closure device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of two left common femoral veins using two prostyle devices after an ablation procedure using an 8.5f sheath in the distal puncture site and an 8f sheath in the proximal puncture site. No pre-close technique was used in the 8.5f site. Reportedly, after the foot was withdrawn for the distal prostyle device, when the device was being removed from the anatomy, the knot was still attached to the o-ring. Therefore, some tension was applied to the suture to advance the knot into the anatomy. However, the knot did not advance into the anatomy. The suture was cut, and manual compression was used to achieve hemostasis at this site. At the proximal puncture site, after the foot was withdrawn and when the device was removed, the knot was unraveled. Manual compression was used to achieve hemostasis at this second puncture site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was a venous closure of two left common femoral veins using two prostyle devices after an ablation procedure using an 8.5f sheath in the distal puncture site and an 8f sheath in the proximal puncture site. No pre-close technique was used in the 8.5f site. Reportedly, after the foot was withdrawn for the distal prostyle device, when the device was being removed from the anatomy, the knot was still attached to the o-ring. Therefore, some tension was applied to the suture to advance the knot into the anatomy. However, the knot did not advance into the anatomy. The suture was cut, and manual compression was used to achieve hemostasis at this site. At the proximal puncture site, after the foot was withdrawn and when the device was removed, the knot was unraveled. Manual compression was used to achieve hemostasis at this second puncture site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: the suture was not released from the suture bearing. The device was removed from the anatomy when the knot was attempted to be advanced. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1528 removed; 2616 added.